Event description:
The customer stated that a low hemoglobin result of 5 g/dl was generated on the cell-dyn 3200 analyzer. The same pt was redrawn and tested on the cell-dyn 3200 analyzer generating a hemoglobin result of 12 g/dl. The customer questioned the low result and did not report the result out of the lab. There was no impact to pt management.

Manufacturer narrative:
The customer checked the cell-dyn 3200 hemoglobin (hgb) output (4.80) and hgb reference value (1960, range = 1250 +/-250). The customer also checked for syringe movement and leakage and noticed a black sticky substance on the plunger of the syringe. The type of syringe was not specified (possibly sample syringe or hgb syringe). The syringe was cleaned and a new syringe was ordered. The customer was also instructed to clean the hgb flow cell. The customer stated that data was acceptable after cleaning the syringe and the hgb flow cell.the cell-dyn 3200 system operator's manual provides instructions regarding non scheduled maintenance frequency including cleaning the hgb flow cell and replacing syringes. A review of complaint trending reports did not indicate any adverse trend for cell-dyn 3200, list 4h60-01, for the complaint issue. This the final report.